Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient kept bumping the ipg when sitting in a chair due to its location. The patient underwent a revision procedure wherein the ipg was relocated and a lead was added to provide coverage over a new pain area. No device malfunction was suspected and the patient was doing well postoperatively.